Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation.a review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, during an unknown surgery for femoral trochanteric fracture, the sterile multiloc humeral nail was broken at proximal hole while the patient was under the follow-up observation post-operatively. Re-operation for removing the nail is scheduled. There was no surgical delay. Patient and procedure outcome were unknown. Concomitant device: unk - screws:locking trauma (part # unknown, lot # unknown, quantity #: unknown) and unk - nail head elem: tfna helical (part # unknown, lot # unknown, quantity unknown) this complaint involves one (1) device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device history lot manufacturing date: 28-oct-2016. Expiration date: 31-oct-2026. Part #: 04.037.227s, 12mm/125 deg ti cann tfna 360mm/left- sterile lot number: h217040 (sterile). This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component parts reviewed: 04.037.912.2, lock prong, 125 degree, tfna, bp55 lot number: l096108 lot number: h089435 04.037.912.3, tfna lock drive, bp58 lot number: h189604. Lot number: h205560. Lot quantity: 1,804 lbs. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the trochanteric femoral nail avanced (tfna) long nail was found to be broken at the proximal hole while the patient was under the follow-up observation post-operatively. The patient underwent an unknown surgery for femoral trochanteric fracture on (B)(6) 2018. Re-operation for removing the nail is scheduled on mid-november of 2018. The patient is currently visiting hospital regularly for follow up observation. Concomitant devices reported: unk - screws: locking trauma (part # unknown, lot # unknown, quantity #: unknown) and unk - nail head elem: tfna helical (part # unknown, lot # unknown, quantity unknown).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Manufacturing location: monument; manufacturing date: october 28, 2016; expiration date: october 31, 2026; part: 04.037.227s; 2mm/125 deg ti cann tfna 360mm/left- sterile; lot: h217040 (sterile); lot quantity: 4 work order traveler met all inspection acceptance criteria. One piece scrapped in cell at shot peen, after being dropped. One piece was scrapped in cell at laser mark, for poor laser etch quality. Inspection sheet, in-process/inspect dimensional/final met all inspection acceptance criteria. Inspection sheet, tfna assembly inspection met all inspection acceptance criteria. Packaging label log lppf was reviewed and determined to be conforming. Sterilization control number (scn) 13116 supplied by ethicon (abq) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component parts reviewed: part: 04.037.912.2; lock prong, 125 degree, tfna, bp55; lot: l096108; lot quantity: 96 work order traveler met all inspection acceptance criteria. Part: 04.037.912.4; wave spring, shim ended, bp55; lot: h089435; lot quantity: 1,000 work order traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection met all inspection acceptance criteria. Material certificate and certificate of conformance and quality history card received from smalley were reviewed and determined to be conforming. Part: 04.037.912.3; tfna lock drive, bp58; lot: h189604; lot quantity: 78 work order traveler met all inspection acceptance criteria. Two pieces were scrapped in cell machine complete, due to a tooling issue. Inspection sheet met all inspection acceptance criteria. Part: 21127; timoagri16.00, bp80; lot: h205560; lot quantity: 1,804 lbs. Certificate of test received from ati specialty materials was reviewed and determined to be conforming. Lot summary report met all inspection acceptance criteria. Raw material receiving / putaway checklist met all inspection acceptance criteria. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.